Manufacturer narrative:
Sensor 3mh003tn8kr was returned and investigated. No physical damage observed on the sensor patch. Observed sensor plug was not seated properly in the mount (indicating improper assembly by the user). Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (initial factory state) and event log of insertion failures. Therefore, it is not confirmed to use as the sensor plug was not fully seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿sensor ended¿ message on the adc freestyle libre 2 sensor on the same day of application. The customer was incapable of monitoring their blood glucose due to the error message and consequently became hypoglycemic and experienced symptoms described as ¿sleepy, had blue lips, nasty and bad¿. The customer was unable to self-treat and had contact with a healthcare professional who diagnosed the customer with hyperglycemia and administered fluid intravenously and humalog insulin as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿sensor ended¿ message on the adc freestyle libre 2 sensor on the same day of application. The customer was incapable of monitoring their blood glucose due to the error message and consequently became hypoglycemic and experienced symptoms described as ¿sleepy, had blue lips, nasty and bad¿. The customer was unable to self-treat and had contact with a healthcare professional who diagnosed the customer with hyperglycemia and administered fluid intravenously and humalog insulin as treatment. There was no report of death or permanent impairment associated with this event.